Event description:
Additional information: it was later reported that the patient had been admitted on (B)(6) 2018 for infection. The patient had a pump infection, t7-8 osteomyelitis, and diskitis. A gallium scan was done and showed a radiotracer uptake surrounding the anterior aspect of the lvad pump, proximal inflow valve/conduit, proximal outflow valve/conduit, and in the mediastinum lateral and posterior to the outflow conduit suspicious for infection. The infection was mrsa bacteremia. The patient¿s symptoms included septic shock, acute renal failure, acute anemia, acute liver injury, cough, and drainage at the exit site. The patient was treated with vancomycin and zosyn originally, then completed a course of levaquin and flagyl. IV ceftaroline was started and stopped on (B)(6) 2019. It was reported that the patient would be on bactrim ds indefinitely. As of (B)(6) 2019, the patient was being followed by infectious diseases, IV antibiotics were discontinued, and an order was made to remove the patient¿s powerline. It was planned that the patient would be on oral doxycycline indefinitely.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. Although the report of elevations in power were confirmed through the analysis of the submitted log files, a specific cause for the elevations could not be conclusively determined through this investigation. The submitted system controller log files captured elevations in power (up to 12.3 w) and corresponding flow (up to 12 lpm) on (B)(6) 2018. These elevations appeared to occur during pi events. The submitted log file appeared to show the system operating as intended. The patient remains ongoing on vad support. Local infection, sepsis, driveline infection, pump pocket infection, renal failure, and device thrombosis are listed in the hmii IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. Pump parameters, including power and flow, are detailed in the introduction section of the hmii IFU. The pump performance monitoring section of the hmii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight not provided. Approximate age of device- 3 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported patient was admitted with an infection. Labs did not show or suggest a clot. The infection was so widespread there was a concern for vegetation in the pump. Additional information was requested but not provided.

Manufacturer narrative:
(Patient code - 2101): additional information.

Event description:
Additional information: it was reported that there is a concern for pump thrombosis. A log file submitted to the manufacturer's technical services for analysis was unremarkable; no unusual events were captured in the history file. No additional information was received.